Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had received bolus stopped alarm. The customer¿s blood glucose level was 4.2 mmol/l and 5 mmol/l. The customer's mother reported that her daughter was in manual mode insulin pump stopped bolus was stopped at 1.6 units. The insulin pump will not be returned for analysis.